Manufacturer narrative:
Integra has completed their internal investigation on 2/19/2016. The product was not returned for evaluation. The DHR review could not be completed for camcabl cable since neither the serial number nor the lot number were provided. A minimum of 12 month review of camcabl monitor customer complaints was completed using the following key words ¿cable to catheter connection failure¿ and a root cause ¿product not returned¿ in search criteria. This review encompassed from dates 09-nov-2014 to 08-feb-2016.(B)(4). The analysis of the complaint investigations and root cause reports has concluded this complaint is the 3rd identified complaint for the reported failure associated with camcabl cable that has not been returned for evaluation. Since the product was not returned for failure analysis investigation no root cause can be determined.

Event description:
This is the first of two reports (same product ID, same problem, different serial numbers, different patients) two cables were not working correctly. When connected to the 1104b catheter and plugged into the cam02 monitor, the monitor read ¿catheter failure¿. When biomed from the user facility changed out the cable, there was no longer an error message. There was no patient contact or injury. The patient was prepped for surgery. Additional information was requested and the following was received on (B)(6) 2015: the problem occurred with more than 1 patient. The product problem occurred at times during the set up and sometimes after insertion. The customer could not recall how many patients or incidents but it occurred with two different cables. The cable and the catheter end were not getting contact despite that there was no gap noted in the connection itself. The nurse reported that if it was pushed together hard enough, they would received a wave form or number, but after she lets it go or the connection was just bumped a little, the "catheter failure" would appear on the monitor. The product was used for intracranial pressure (icp) monitoring for increased icps. There was no patient injury or delay in surgery/treatment.